Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room. An electrocardiogram revealed loss of capture (loc) so a temporary pacemaker was placed. A perforation was suspected and so surgical intervention was performed. No perforation was identified. The threshold was increased which resolved the loc. Another procedure is planned to reposition the lead.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room. An electrocardiogram revealed loss of capture (loc) so a temporary pacemaker was placed. A perforation was suspected and so surgical intervention was performed. No perforation was identified. The threshold was increased which resolved the loc. Another procedure is planned to reposition the lead.